Event description:
As reported, a luge guide wire was used to access the main circumflex coronary artery and advanced to the om-2 branch where it was placed. A choice pd wire was then advanced along the luge, placed in the om-2 branch, and then the luge wire was removed. A cutting balloon was advanced to the mid-circumflex coronary artery where multiple inflations were performed. Attempts to advance the cutting balloon to the om-2 were unsuccessful owing to the coronary anatomy. In the process of attempting to advance the cutting balloon, the guide wire dislodged and resulted in severing the distal tip. As no adverse event occurred, the guide wire tip was not retrieved. Next another choice pd wire was used to re-cross the circumflex lesion, a 2.5mm maverick coronary angioplasty balloon was advanced to the om-2 branch and multiple inflations were performed. The cutting balloon was susccessfully re-advanced and 2 inflations were performed. The cutting balloon and guide wire were then removed. At this time a dissection was noted in the main circumflex. This was completely repaired with a taxus 3.0mm x 28mm des stent. The pt was discharged from the cardiac catheterization lab in stable condition with no residual stenosis or dissection in either of the treated vessels.